Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 77 and blood glucose was 117 mg/dl. Troubleshooting was performed and customer was advised on proper calibration techniques. Sensor would not be replaced due to customer allowing sensor to stabilize. Customer was advised that when sensor was removed, to check for bent cannula.